Manufacturer narrative:
The pod was not returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she was giving manual insulin injections "while this pod was giving insulin" in order to treat high bg levels. Over the course of nine hours, her levels remained consistently high (321-414mg/dl). After her bg's failed to lower, the pod was deactivated and a new device was placed; a correction bolus was immediately administered. She stated that cannula of the suspect pod "was kinked," though no alarm had been initiated. The pod will be returned for evaluation.